Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part number: 399.084, lot number: t167180, manufacturing site: tuttlingen, release to warehouse date: 26-mar-2019. A review of the device history records was performed for the finished device lot number and a nonconformance was started because the monthly monitoring of water quality found that the toc value was exceeded. Relevant actions have been taken to address the issue.the final quality release criteria were met before this batch was released for distribution. The raw material certificate was reviewed and the used material was according to the specification of the device. Visual inspection: the reduction forceps was returned in a used condition. Both tips are not broken but flattened. There are some wear and tear signs at the clamp mechanism's dents. Furthermore, one forceps arm is bent and was found out of alignment with the other forceps arm. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: a dimensional test is not appropriate, since all complaint-relevant dimensions can no longer correspond to the valid technical drawings specifications due to the damage incurred. Functional check (additional step): the resistance of the clamp system was checked by applying high manual force. No reduction of the clamp force was detected. Document/ specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The review of the manufacturing documents has shown that the correct material was used. Conclusion: the complaint condition is unconfirmed as the reported condition could not be replicated. However, based on the findings above no fault could be found in material or during the production. The deformed forceps arms and the flattened tip's, are typically consistent with inadequate handling of the device in combination with excessive force application. These damages are clearly caused post manufacturing. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used in a veterinary case: no patient information will be reported. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: veterinary complaint: it was reported during a tibial-plateau-leveling osteotomy (tplo) veterinary procedure on (B)(6) 2019 reduction forceps broke intraoperatively. All fragments were removed. The procedure was completed with a back-up device. This is report 1 of 1 for (B)(4).